Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. No other damage or anomalies were observed. A force test was performed, and the results were found within specifications. A manufacturing record evaluation was performed for the finished device 31518021l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. The carto 3 system instructions for use (IFU) contain the following recommendations: the contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The contact force reading is for information only and is not intended to replace standard handling precaution. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. Initially, it was reported that the qdot catheter had high force readings observed on the carto 3 system mid procedure. There were no errors displayed. The catheter cable was replaced without resolution. When the catheter was replaced, the issue was resolved. The procedure was continued. No adverse patient consequences were reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 02-may-2025, reddish material was observed and a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 02-may-2025.